Event description:
It was reported that during a revision surgery the handle broke trying to remove the anthology stem. No delay was reported and no backup device was available.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time.